Event description:
After having breast augmentation done this may, I started having very bad pains in my right breast, and right arm. I was very swollen and my right breast started to change and nipple facing down. When I finally saw the dr he said I had capsular contracture stage 4 and that I needed a second surgery. Unfortunately when he opened me up the implant leaked and I caught an infection. I was put on a pump and a tube was inserted under my right breast to flush this infection out. I was wearing the tube and pump for two weeks. I now just have one implant in and the other one out. Dr couldn't tell me where this infection came from or what type of test was done? I asked about if it was tested for bia and was told that the slides were discarded and that I should have requested that from the beginning. FDA safety report ID#: (B)(4).